Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 183 mg/dl. Customer changed the cartridge to resolve the issue.